Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. International UDI #(B)(4). The field service engineer (fse) confirmed the issue. The fse replaced the power switch overlay to address the issue.

Event description:
The customer reported that the unit has 1105 error code (alarm light emitting diode led). The customer reported that the unit was in clinical use when the issue was discovered; however, there was no patient or user harm.